Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 93 mg/dl. Customer replaced the battery on the device and received a new battery cap but still believes the device has issues. Customer advised they received a motor error and then a low battery alarm when they replaced the battery. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to rewind the insulin pump successfully. Customer was able to perform the displacement test and manual prime successfully and motor alarm did not recur. Troubleshooting for low battery alarm was performed. Customer had a high blood glucose level of 425 mg/dl which they treated with manual injection. Customer advised they replaced the battery and it does not last a week. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner and minor scratches on the lcd window.